Manufacturer narrative:
(B)(4).

Manufacturer narrative:
MFR ref # (B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the cartridge was received fully fired, with uneven staple pushers and the last set not deployed. Two staples were received from the account bent and damaged. Engineering verified the distal pushers were partially deployed. Images of two staples were evaluated. In the pictures, the staples tips were observed partially bent. Pushers were evaluated and no abnormalities were observed. The dlu was reload with 3.8mm staples and loaded into a representative stapler; it was smoothly fired in a test media, no irregularities were perceived during the firing. Staples formation were evaluated and no abnormalities were observed. All pushers deployed and staples were formed as per specifications. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding due to the fully fired cartridge. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Office contact phone number: (B)(4).

Event description:
According to the reporter, during a sub total gastrectomy the surgeon fired the device but the staples did not form properly. The tissue was damaged and oversewn manually. This was the second fire of the handle.